Manufacturer narrative:
H3: the pcba controller and atp console were returned to the manufacturer for analysis. Visual inspection confirm loose cable in the connector. It was installed in a test system. The system did not initialized. Motion, generator, communication and charging did not ready. Image acquisition system (ias) continuously beeping. The atp console was installed in a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging failed. Error code 5 was confirmed. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information. Ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000483, serial/lot #: none. A manufacturer representative went to the site to test the equipment. It was reported that the fluoro cpu board and system control board were replaced. Errors continued, and began giving generator error e05 " fluoro signal active without request" the atp board was also replaced and errors still persist. The ribbon cable that connects fluoro cpu and atp board was then replaced. Still got errors. New fluoro cpu board was re-installed with no errors. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. During servicing, the manufacturer representative found an error during fluoro testing. No patient involved. Additional information was received. It was reported that the error said ¿scan stopped due to exposure problem. If the problem persists, contact technical services.¿ it was reported that a 2nd case was created for the x-stage cover. It was also confirmed that the scan did stop, it would not fluoro again until the error was cleared, and the error would reappear after a second or two.